Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator is switching intermittently from ac power to dc power then shuts down. The customer reported the unit was in use on pt, but there was no pt harm.